Event description:
It was reported that the surgeon has had a leak post op 3 months, managed by endoscopy and antibiotics, patient recovered and doing well.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested and the following was received: what was the anatomical location of the leak on the gastric sleeve? Near the fundus what color cartridge used throughout the creation of the sleeve? 2 black gst60t no buttressing 4 green gst60g with seamguard how was the leak identified? Pt presented at ed please provide lot number of the devices if available. - unknown why does the surgeon believe post operative leak is associated with a deficiency of the ethicon device? Surgeon did not mention this. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 8/29/2022. Additional information received: there are no issues with the device or reloads intraoperatively, no issue with staple formation, and no post-op bleeding. It is unclear if the surgeon does a leak test in each case. The leaks seem to be occurring at the top part of the staple line. The rep does seem to think he is close to the esophagus and the bougie on the last firing. Initial surgery date: (B)(6) 2022. Leak not confirmed, initially suspected but never confirmed as leak. Lot number: unknown. Female patient.